Event description:
The pt obtained two results of 465 and 535 mg/dl. The tests were performed within 10 minutes of each other. She reported no symptoms at the time of testing. She took her insulin after testing. The pt also reported that at one point she was found unconscious on the floor. The paramedics were called and they took her to the hosp. The pt did not provide any results and she did not know what kind of treatment she received. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip for cleaning the puncture site were correct. The pt performed a control solution test, which passed.